Event description:
It was reported that the ball at the end of the bur broke during a wisdom tooth extraction procedure. The case was completed successfully wit a 5 minute delay. There was no medical treatment or intervention required and no adverse consequences as a result of this event.

Manufacturer narrative:
Device not received.